Event description:
Device issue: failure to deploy - thumb advancer. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician using the starclose se device attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, during thumb advancer/clip delivery tube set deployment, "significant resistance" was felt and deployment of the clip could not be completed. It was not specified how the device was removed or how hemostasis was achieved. No adverse patient effects were reported. Though requested, no additional information was provided.

Manufacturer narrative:
(B) (4). The device was received. Investigation is not complete.